Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was reseated and the system booted successfully. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.